Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure, the image on the endoscope was foggy. No add'l info was provided and the hospital stated that there were no pt complications.